Manufacturer narrative:
Date of event and date of implant are unknown. Both dates were estimated.

Event description:
It was reported that the patient experienced a transient ischemic attack. It was reported via social media that the patient had the watchman closure device successfully implanted. Two years post procedure the patient experienced a transient ischemic attack. Transesophageal echocardiogram imaging showed no thrombus were present in the patient's heart. The patient was put back on eliquis.